Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause of failure was related to failure to follow the instructions for use (IFU). A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.